Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose reading was 24 mmol/l and the ketone 2.4 mmol/l. The customer stated that they were treated high blood glucose with insulin pen injection. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.